Event description:
The technician alleged the lights blink on the right head intermediate side rail caregiver controls and the bed is moving on its own. No pt impact.

Manufacturer narrative:
The technician found moisture inside the right head intermediate side rail. The technician removed the right head side rail caregiver power control board and allowed it to dry to resolve the issue.